Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, while removing the specimen the bag broke. They removed the specimen with other instruments. No impact to the patient reported. The pouch was discarded.